Event description:
After implantation of the neurostimulator the pt returned to her physician because she had "popped" her stitches which then exposed the battery. The physician decided to remove the battery and the leads were left in the pocket. The physician was going to leave the battery out of the pt and make a decision in the future as to whether to place a new neurostimulator or remove the leads. If additional information becomes available, a f/u report will be sent.

Manufacturer narrative:
(B)(4).